Manufacturer narrative:
H3: logs were received and analysis was found in sw- analysis determined that internal component ip range was used to configure the network and it failed to configure. Software appears to be working as designed. B01, c19, d14. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Issue was caused by pacs representative giving incorrect information. System was functioning as designed

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the checkpoint had a software issue. The checkpoint was reconfigured to display static ip and if an error is made in static ip configuration, the app would display an error and would delete the wan configuration. The system then passed the system checkout and was found to be fully functional. Concomitant medical products: product ID: 9736401. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that while attempting to set up the networking information, the system experienced a weird behavior. When the representative (rep) opened the network configuration tab the system had an ip and mac address populated. This had not been configured by a rep. The rep was able to clear the network information and entered the provided information. However, the stealth would not save this new configuration and populated a message stating "failed to configure". The rep rebooted the system but waited several minutes before attempting again. The rep experienced the same behavior. There was no disconnected status listed for the checkpoint or any other components when in self test. Additionally the wired mac was not populated. No patient was present. It was noted that there were no other systems onsite to eliminate the ssd as an issue.